Event description:
Customer reported to have received notification from an attorney who alleges that the rollator contributed to the consumer death. It is reported that the rollator/transport chair failed on two occasions, causing the consumer to fall backwards hitting the back of his head on the floor. It is further reported that the incident occurred on (B)(6) 2010, and the consumer expired on (B)(6) 2010. The rollator was purchased by the consumer on (B)(6) 2010. No samples are being provided for analysis. The user manual part number (B)(4) was issued with this device. Documentation provides warnings, cautions, instructions for safety using the device, and for routine maintenance. The consumer's medical condition, stability, height, weight and medication regiment are unknown. The attorney for the consumer is alleging product involvement.